Event description:
(B)(6) - the consumer reported that the (B)(4) knee walker crossbrace broke, resulting in patient fall with an injured toe. At this point it is unknown if she sought medical attention. A supplemental report will be sent if additional information is eventually received.